Event description:
It was reported that the patient underwent an obturator sling procedure on (B)(6) 2008. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4). The patient underwent mesh implantation concurrently with hysteroscopy, dilation and curettage, and thermal ablation; due to incontinence. The patient experienced pain, recurrence, and dysuria. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all (B)(4) release criteria.